Event description:
The customer returned the plunger holder/track ii from a 2010h syringe infusion pump only for a broken cam switch. During in-house testing, it was determined that the broken cam switch would result in the unit not alerting load syringe plunger.